Event description:
The customer reported that the system intermittently displays a communication failure error message on the workstation. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and found a bad connection between the (B) (6) cable from gpos daughterboard to underside of workstation housing. He replaced the cable. The system functions normally at this time.